Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted there was a large area of chronic draining granuloma and sinus associated with the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight los. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 05/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/13/2021.